Event description:
This report is being filed due to mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+. One mitraclip was implanted, reducing the mr to grade 2+. On (B)(6) 2022, mitral stenosis was diagnosed. There was no treatment, no additional hospitalization, and no malfunction noted.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.